Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for a fluoroscopy that revealed externalized conductors. The patient did not experience any symptoms due to malfunction. During the generator change out due to normal eri, the lead was laser removed and replaced. No electrical anomalies were observed. The lead will be returned. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.7cm was returned for analysis. Internal insulation abrasion was noted at 7.5-8.2cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 6.8-13.6cm from the distal tip. Internal insulation abrasion was noted at 14.2-15.8cm from the distal tip. The etfe coating was damaged during the surgical procedure at these locations. Externalized conductors due to internal insulation abrasion were noted at 11.2-15.2cm from the distal tip. The etfe coating was abraded at this location.